Event description:
It was reported that an alert was received on the device for charge time limit reached. The charge time limit reached was suspected to be due to normal elective replacement indicator (eri). The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of long charge time was confirmed. The device was above elective replacement indicator upon receipt. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. Review of device data showed the device had a charge time out during a capacitor maintenance test. The high voltage capacitors were sent to the manufacturer for analysis, however, the root cause of the long charge time could not be conclusively determined.